Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as an itchy rash due to a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone ointment for the skin irritation. Follow up indicated that the skin irritation improved.